Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.362, lot: 29p5592, manufacturing site: hägendorf, release to warehouse date: 29.november 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the distal tip of the complained screwdriver has shown that the instrument is in a used condition. Functional test: the function test at zuchwil customer quality was conducted with a demo screw with the result that the screw driver t25 could be locked/ unlocked as per design intended. This instrument is fully functional as intended. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint is not confirmed as the received screw driver t25 is functional as required. The distal tip of the complained screwdriver has shown that the instrument is in a used condition. The function test at zuchwil customer quality was conducted with a demo screw with the result that the screw driver t25 could be locked/ unlocked as per design intended. This instrument is fully functional as intended. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent a revision operation. During the removal surgery the locking screw was unable to be removed using the screw driver because the bone on the proximal side was not stable and the bone union had not been achieved. The locking screw was removed by cutting the head of the locking screw while using the hospital-owned extraction instruments. The reoperation was successfully completed with a 120-minute delay. This report is for one (1) stardrive screwdriver. (B)(4).